Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device reached an 0x5c alarm, indicating not enough open counts during first prime. The data also presented timeouts and a drive stall. The device was reset and rerun. The rerun data presented no anomalies. Inspection of the device found no issues capable of causing the drive mechanism failure. The cause of this event could not be determined.